Manufacturer narrative:
Reporter returned two oral-b brush heads type eb17. Analysis confirms extreme wear caused by abrasive (whitening) toothpaste mostly combined with non-proper cleaning of brush head or handle.

Event description:
Dual brushes came apart whilst using the toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dualaction brushheads came apart. This occurred with two dualaction brush heads. She stated she has used an oral-b electric toothbrush since 1995, and this has never happened before. No symptoms developed. (B)(6) 2015 product investigation results: reporter returned two oral-b brush heads type eb17. Analysis confirms extreme wear caused by abrasive (whitening) toothpaste mostly combined with non-proper cleaning of brush head or handle.

Manufacturer narrative:
Return of product has been requested. Reporter returned two oral-b brush heads on 14-aug-2015. Product investigation is in progress.

Event description:
Dual brushes came apart whilst using the toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dualaction brushheads came apart. This occurred with two dualaction brush heads. She stated she has used an oral-b electric toothbrush since 1995, and this has never happened before. No symptoms developed.